Event description:
Parent reports when the pt is in their wheelchair going over bumps on the way to school or in the home going over small bumps. The vent shuts down for 2-5 seconds. Charge status changes to yellow.